Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion / migration'), pregnancy with contraceptive device ('pregnancy ¿ stillbirth/miscarriage') and abortion spontaneous ('pregnancy ¿ stillbirth/miscarriage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device infective" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury"), fatigue ("fatigue,") and alopecia ("hair loss") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery ((B)(6) 2018 hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, pregnancy with contraceptive device, abortion spontaneous, pelvic pain, abdominal pain, back pain, psychological trauma, fatigue and alopecia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, alopecia, back pain, device expulsion, fatigue, pelvic pain, pregnancy with contraceptive device and psychological trauma to be related to essure. The reporter commented: received treatment for breakage/expulsion and migration. On (B)(6) 2018 ¿ hysterectomy (partial) (as written per ppf, please note possible discrepancy with insertion date). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Category of case changed to incident. Patient demographic added. Event injury is replaced by pain. New events back pain, abdominal pain, breakage/expulsion ¿ expulsion, psych injury, pregnancy ¿ stillbirth/miscarriage, migration, fatigue, pregnancy with contraceptive device, device ineffective, device monitoring procedure not performed and hair loss were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.